Event description:
Allegedly the femur fractured while inserting the hip stem at the final 3 mm when seated, due to a poor fit in the femur. The last tap cracked the femur. Cables were used to wire the femur back together.